Manufacturer narrative:
Additional information: d9, g3, h3, h6, h7, h9 h3 evaluation summary: medtronic conducted an investigation based upon all information received. Medtronic was notified of the following reported condition - the capsule failed to attach to the patient¿s esophagus and found in the patient¿s oral pharynx. The capsule was retrieved with a snare. One bravo delivery device was returned for analysis. During visual inspection, the bravo delivery system was inspected under magnification. Adhesive was noted on the nose of the delivery device. Adhesive was noted at the capsule attachment point. During evaluation, the capsule failed to attach to patient's esophagus due to excessive adhesive on the delivery device. Based on the evidence available the reported condition was confirmed. The most likely cause was determined to be manufacturing related. A process improvement has been initiated to prevent this condition from recurring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the capsule failed to attach to the patient¿s esophagus and found in the patient¿s oral pharynx. The capsule was retrieved with a snare. No lubrication was used to facilitate the placement of the capsule.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.